Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture due to dislodgement. The lead was successfully repositioned. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.